Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: n/a, version:(B)(4). The logs and archive were returned for software analysis. It was verified that there was a registration accuracy of 2.6mm. The archive had one CT exam which is per the protocol. CT images were not covering the full head, as the top of head was missed. There are no trace patterns from the tip and middle of the nose. Also, more trace patterns could have be captured on the forehead. The registration accuracy of 6.9mm was verified, and the representative suggesting to use three (3) touch points for registration in the case of pattern switching. This issue was consistent with the a known software import failure issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a fess case. It was reported that the site had issues passing registration. First three times the trace points shifted to the back of the model. Then the 3 point tracer allowed registration to pass and was oriented correctly. There was no patient impact. There was a delay of less than an hour.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.